Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had developed an open skin irritation. The irritation was open and red. The patient's wife, a nurse, had the patient remove the lifevest overnight to alleviate the open irritation. The patient's medical outcome is unknown, as the patient has ended use of the device.